Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The customer's report was observed during review of the device logs. However, the device was put through extensive testing including functional testing, bench handling, and stress testing with a known good test battery and ac power without duplicating the report. An internal inspection resulted in no findings. The ac charger will be replaced as a precaution. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.